Event description:
As the product was being removed from the pt's arm, the braiding came away. No damage was caused as the pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt.

Manufacturer narrative:
(B)(4) separation. Device returned in used and damaged condition. An examination revealed the sheath had separated and the coil was unravelled. Per quality control spec, there is 100% inspection, insuring the correct inside diameter and outside diameter of tubing and insuring the material is free from surface defects, bumps, bulges and protruding coils. It is also confirmed the surface of sheath is free of excessive dents, bumps or scratches. In addition, an IFU is supplied with this device that cautions end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight' as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Based on the info provided, it is difficult to determine with certainty why the physician experienced the difficulty (arterial spasm resulting in device separation). As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a previously implemented corrective action/preventative action which led to a revised IFU, implemented (B)(4), 2010, prior to the sterilization date for this device. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Insufficient risk to require add'l corrective action at this time and have verified the effectiveness of implementing the described correction/preventive action.